Event description:
Impulse dynamics regulatory affairs staff were made aware on february 9, 2026, that a patient implanted with an osm ipg had their device explanted on (B)(6) 2025. The device was previously under investigation starting in (B)(6) 2025 as the patient had reported an a09 error code appearing on their charger. Multiple attempts were made in (B)(6) 2025 by impulse dynamics field staff to charge or interrogate the device, none of which were successful. The patient's electrophysiologist initially elected to have the device explanted, but around that same time, the patient developed an unrelated, systemic infection requiring separate treatment. The ep felt that while the patient was battling this infection, device replacement was "not worth the risk" and the device remained implanted. The device was subsequently explanted and replaced after the ep decided the patient was in good enough health to sustain this procedure. The patient has not since reported any issues with the new device. The explanted ipg was returned to ID (B)(6), decontaminated at an approved decontamination facility, and again returned to ID USA. The device is currently under evaluation by our contract manufacturer to determine the root cause of the ipg's reported issues.